Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that patient¿s pump had been placed in the front and it was very uncomfortable for the patient. The patient wanted it placed in their back. The event date was unknown, but the reporter thought it was recent. The pump was being repositioned at 5:00 pm today. No further patient complications have been reported as a result of this event.